Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Due to the age of the device, no part was available for repair. System replacement has been recommended. No report of patient involvement. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.